Manufacturer narrative:
(B)(4). Information was not provided by the contact. Punctured. The band with a piece of catheter 28cm in length, the velocity port with locking connector and 22cm of catheter were returned for analysis. A leak test was performed and two (2) leaks were found, upon microscopic evaluation, it was observed that one cut and one puncture was present on the balloon. While it was not possible to draw definitive conclusion regarding the origin of the cut and puncture observed on the balloon, it can tentatively be concluded that the puncture and cut observed on the balloon may have been the result of sharp instruments (i.e grasper, scissor). It is noted that this type of failure may be the result of the improper handling during implantation or explantation of the band. A review of the instruction for use (IFU) was performed and detailed instructions were outlined within the IFU about band implant procedure to avoid any damage to the device. It is also stated that band must be leak tested prior to implantation. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue. A review of the manufacturing process was performed and it is noted that all products are 100% leak tested prior to release. Therefore it is unlikely that a manufacturing issue contributed to the reported event.

Event description:
It was reported that after a gastric band procedure, fluid was being injected into the band, but no fluid was able to be withdrawn. There is a suspected leak- however it is inconclusive from x-ray. The band was replaced in the patient. There were no adverse consequences for the patient.